Event description:
Before the contralateral iliac leg graft was deployed, it appeared that there was a full stent overlap of the two grafts at the junction site. When deploying the device, the iliac leg graft was pulled down distally with the delivery system, resulting in an inadequate stent overlap of the two grafts. An iliac leg extension was placed at the junction site on the contralateral side in order to create a good seal. Final angiogram did not detect any visible signs of endoleak.